Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with a 250cc mentor memorygel breast implant. On (B)(6) 2018 rupture was diagnosed through mammography. As a result, the device was replaced with a mentor gel implant. At the time of this report, mentor has received no information regarding the explantation date.

Manufacturer narrative:
On 4/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 4/22/2018, mentor received additional information regarding this event. The actual date of event was in (B)(6) 2018. Bilateral rupture was confirmed. The contralateral device will be reported separately under the same manufacturer¿s reference number. The patient underwent bilateral removal and replacement with 325cc mentor memorygel implants, catalog # 3503251bc, s/ns: (B)(4). Concomitant products: mentor memorygel 250cc breast implant, catalog # 3542507, lot # 197256. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/22/2018, mentor became aware that the patient's dob was (B)(6). Manufacturer's reference number: (B)(4).